Event description:
A depressed troponin I result of 0.00 was obtained on a patient sample. The result was reported to the physician. A second result of 0.7 ng/ml was also reported from the same patient sample. The physician questioned the results. The test was repeated and results of 0.71 and 0.76 ng/ml were obtained. Patient treatment was not altered and there was no report adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely depressed troponin I result is short sampling from sample cup.